Event description:
The pt experienced extreme pain at the pump site and lower back. It was determined that the catheter was dislodged. The catheter was replaced. The device system was used to deliver morphine. See MFR's report # 2182207-2008-04546 for events following the catheter replacement.

Manufacturer narrative:
Catheter.